Event description:
A sled treatment was initiated for an ICU patient requiring critical fluid removal due to suspected third spacing. Approximately 2-3 minutes into the treatment, a blood leak was detected, and a trail of bright red blood was observed around the saline line into the cartridge. The treatment was immediately stopped, resulting in a loss of about 300cc of blood, and a kink was noticed on the cartridge set. Outset medical inc was called and technician diagnosed defective cartridge. Device was later cleared for use same day.